Event description:
Per the clinic, the patient experienced a (performance decrement) leading to device non-use. Subsequently, the device was explanted on (B)(6) 2024. It is unknown if there are plans to re-implant the patient as of the date of this report.

Manufacturer narrative:
Correction: the correct explanted device was bim400 implant magnet, not bi300 implant 4 mm as previously reported. Per the clinic, the patient was placed under general anesthesia on (B)(6) 2024.